Event description:
No november 7, 2006 the lay user/reporter (patient's son) contacted lifescan alleging a power issue and an "apply sample" issue with the patient's one touch ultra. The medical affairs specialist (mas) was unable to contact the patient/reporter by telephone so a letter was sent on november 14, 2006 requesting the patient to contact lifescan. The reporter stated that the meter was displaying a battery indicator symbol even through the battery was recently replaced and that the meter had an "apply sample" issue. On novomber 6, 2006 at 9am she had low blood glucose with symptoms of hard time talking and "holding her tongue" and reportedly did not take any actions to administer self-care after attempting to test on the meter. The patient was treated with IV glucose at the emergency room. Some time before she developed the symptoms, the patient obtained a "130 mg/dl," but he was uncertain of the reading and the date/time was not specified. The reporter did not provide any additional blood glucose results that were obtained on any other devices. It would be helpful to obtain the following: how long the patient was unable to test due to the power issue and the "apply sample" issue, the patient's last successful meter reading, the patient's testing frequency, the patient's diabetes medication regimen, the patient's blood glucose results obtained at the emergency room, and if the patient had any other health conditions. The customer care advocate (cca) verified that the battery was replaced per the owner's manual. The cca noted that the patient was using incorrect testing technique to apply the blood to the test strip and the reporter did not have any test strips to troubleshoot on the phone. The power issue and the "apply sample" issues were not resolved through troubleshooting. Based on the provided information, this complaint is being reported because the battery indicator was displayed even through the battery was replaced per the owner's manual ad the "apply sample" issue was not resolved on the phone. The patient was unable to test on her meter and at some time, she developed symptoms and was treated with IV glucose at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.